Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that there were bubbles in the tubing and cartridge. The reporter stated that the patient had a blood glucose of 300 ¿ 400 mg/dl with increased thirst. The alleged blood glucose excursion does not meet animas' criteria for a serious injury. This complaint is being reported because the presence of air bubbles in the cartridge can result in under delivery.